Event description:
In 2005, this pt underwent an endovascular repair using gore excluder aaa endoprostheses. During a presentation held at w.l. Gore and associates on september 28, 2007, it was noted that this pt experienced a type I endoleak. In, 2007, the pt underwent a successful reintervention in which a aortic extender component was implanted. No other adverse events were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak. This event was originally reported on medwatch #2017233-2007-00375. Upon review of the file, it was noted that this device was manufactured in the sunnyvale facility; therefore, a new medwatch #2953161-2007-00208 was assigned.